Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, three heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects. Refer to MFR report #s 2242352-2013-00140 and 2242352-2013-01261 for related report.

Manufacturer narrative:
Investigation results: the heartstring iii loading device was returned to the factory for eval. The delivery device was not returned. The loading device showed no sings of clinical usage. There was evidence of blood on the device. The tension spring assembly, anchor tab and the seal were located inside of the loading device body. Based upon the eval results, the reported complaint could not be confirmed as an incomplete device was returned. (B)(4).